Manufacturer narrative:
Correction: h.3.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was leaking in association with a pd treatment. Fluid was discovered during removing cassette. The patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from between the back of the cassette and little balls that roll. In a follow up, the reporter said moisture was inside the cycler door the next morning after treatment ended. There were no alarms during the treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that the cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was leaking in association with a pd treatment. Fluid was discovered during removing cassette. The patient was not connected during incident. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from between the back of the cassette and little balls that roll. In a follow up, the reporter said moisture was inside the cycler door the next morning after treatment ended. There were no alarms during the treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that the cycler set is available to return.